Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Tandem technical support performed system check and no issues were identified. Customer changed pump supplies and resumed insulin therapy. Customers blood glucose was 530 mg/dl. Elevated blood glucose was addressed by a bolus via the pump. Ultimately the customer revered to an alternate method of insulin delivery.